Event description:
It was reported that the right ventricular (rv) lead pace impedance was greater than 3000, the amplitude was low, and there was no capture, at the post operation visit. Noise was present both, before and after the impedance spike occurred. There was also reportedly some muscle/pocket stimulation. Additional information indicated that the loss of capture was due to a change in the patient's condition. The lead was subsequently abandoned surgically and was successfully replaced. No additional adverse patient effects were reported.